Manufacturer narrative:
For 1 of the events, the investigation did not identify a product problem. The cause of the event could not be determined. For 1 of the events, the investigation is ongoing. There were no follow up/corrective actions for 1 of the events. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>2</noe> malfunction events. Questionable low results were generated by a cobas 8000 e 801 module. The events involved a total of 4patients with the following: 3 - elecsys tsh assay, 1 - elecsys ca 19-9 immunoassay. The patients' ages were requested but were not provided. The patients' weights were requested but were not provided. The patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.

Manufacturer narrative:
For the one pending event, the investigation could not identify a product problem. The cause of the event could not be determined. The follow up action for this event include: an instrument check was performed and the analyzer was working within specifications.